Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation received one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned device. The shaft was observed to have discoloration along its length. The rotation knob functioned without difficulty. The jaws could not be extended or retracted. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.(B)(4)

Event description:
Procedure: sils op. According to the reporter: at the products the isolation is broken at the place where instrument can be bended. Therefore partially no closure of the branches possible. New instrument was used. No person injured, no extension of op, no blood loss, no extension of incision, no change of op, no loss or damage to tissue, no reinforcement material used. Nothing fell into the patient's cavity. The patient is well.

Manufacturer narrative:
(B)(4).